Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2017 a customer reported that had a case with a perforated arcuate incision.

Manufacturer narrative:
The ai perforated at one edge of the incision due to a failure of localized imaging to correctly identify the posterior cornea surface. The algorithms were thrown off by two large bubbles underneath the cornea, with the result that the posterior cornea surface was modeled as lying beneath the bubbles, which was too low by roughly 200 microns. The user also could have potentially caught this error and aborted the case, as the software does display the localized imaging results before beginning the incision.

Event description:
On (B)(6) 2017 a customer reported that had a case with a perforated arcuate incision.